Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned. A product investigation could not be performed and the reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated in the left eye the same day it was implanted. The iol was implanted at 98 degrees and was at 81 degrees in the afternoon. The patient¿s vision was reportedly not good. The iol had to be repositioned in the afternoon at slit lamp. No sutures, no vitrectomy, no enlargement of wound. Visual acuity pre-operative: ref: +1.50 -0.75 x 80. No additional information was provided to abbott medical optics.